Event description:
It was reported that an external blood leak was observed from a polyflux 17l during hemodialysis therapy, described as "the upper end of the filter was not properly sealed". The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.